Manufacturer narrative:
The rptr indicated that the sample was unavailable for return. The device history was reviewed with no issues noted. Smiths was unable to confirm the issue or determine a possible cause without returned prod eval. The issue is being monitored. No add'l action is necessary at this time.

Event description:
The rptr stated that there was leakage from the burette with possible tube separation. There was no pt injury or treatment associated with this event.